Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the breach in aseptic technique was further described as the patient reused their minicap. One day after the onset date, the patient was hospitalized for the peritonitis and received unknown ¿inpatient treatment¿ for the event (no further detail). It was reported that after the treatment, the patient¿s symptoms improved (not further specified). At the time of this report, the patient was recovering. One week after the date of onset, the patient was retrained on proper aseptic technique and discharged from the hospital. At the time of this report, physioneal therapy was ongoing. No additional information is available.